Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 04-aug-2015 which refers to a female patient of unspecified age who had an attempt to insert essure (fallopian tube occlusion insert), lot number c55837 for contraception at the same date of this report. She was not pregnant. It was reported that the physician cannulated the right tube, found the gold band, pulled out, it looked like proper placement. On examination it was determined the device had broken in half and part of the micro insert was in the tube. The physician had to pull the insert out of the tube. No attempt was made on the left side. Patient was taken to the or (operating room) for a surgical tubal (seen as tubal ligation). Ptc investigation result was received on 14-aug-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record c55837 (production date 16-may-2014 and expiration date 31-may-2017) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a technical product issue. The ae case refers also to a usability issue. However, no adverse events were reported at this point in time. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Device breakage questionnaire received from physician on 05-oct-2015 (upgraded to incident) patient´s initial and date of birth were updated (she was (B)(6) years old). Her weight was (B)(6). Essure was inserted on (B)(6)-2015. No deviation from the insertion procedure was made. Breakage was diagnosed during placement. After deployment in usual fashion, approximately 5-6 coils were seen free floating in uterus. The outer coil was broken. The device had broken in half and part of the micro-insert was in the uterus. Physician was unable to see if device had been deployed in tube. Coils were removed from uterus by hysteroscopy. The physician denied that she had to pull the insert out of the tube. Only the coils from uterus were removed. Subsequent laparoscopic bilateral salpingectomy was done. The pathologist did not mention essure device in the tube and the physician did not see the device. No injury to the patient was reported. Company causality comment: this medically confirmed and spontaneous case report refers to a female patient of unspecified age, who had an attempt to insert essure (fallopian tube occlusion insert). During the placement procedure, after cannulating the right tube, the gold band was found and pulled out. It looked like proper placement was achieved. However, on examination it was determined the device had broken in half and part of the micro insert was free floating in uterus (previously reported as tube). The physician was not sure if essure had been deployed in right tube, so a bilateral salpingectomy (previously reported as surgical tubal) was performed and no essure was seen by the physician (interpreted as device dislocation). Also the pathology report did not mention a device in right tube. The device breakage and device dislocation are serious due to their medical importance. The breakage during insertion is unlisted while the device dislocation is listed in the reference safety information for essure. According to product technical complaint analysis, the breakage is anticipated. Considering that in this particular case, the breakage occurred during insertion and considering the nature of a device dislocation, causal relationship between these two events and essure cannot be excluded. Upon follow up information, the case was regarded as incident since an intervention was required. Based on the available information, there is no reason to suspect a quality deficit of the product. No further information is expected.